Event description:
Reported via clinical study it was reported the patient experienced chest pain. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. Post procedure the patient complained of chest pain and a computed tomography (CT) scan was performed on (B)(6) 2025. The patient oral medication was changed excluding antithrombotic therapy. The event was resolved on (B)(6) 2025.